Manufacturer narrative:
E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, but the screen is blank, and the keypad was not functional. Per reporter, troubleshooting was unsuccessful. Patient stated they were hooked up on that day and thinks they had 83 ml or 85 ml left. Unable to obtain settings due to nonfunctional keypad. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.